Event description:
It was reported that a pasv PICC which was implanted for therapeutic purposes in a patient had fractured on the point of the wings upon removal. The procedure was completed with the same device and there were no complications reported with this event. On november 19, 2007, additional information was obtained indicating that "the fracture was positioned at the skin entry point".

Manufacturer narrative:
The device will not be returned as it has been disposed of. The device history record has not yet been reviewed. Once completed, the results will be forwarded in a supplemental manufacturer's report.